Event description:
Received a medwatch report from a hemodialysis user facility of a pt incident. It was initially reported that this pt underwent an emergent cardiac bypass procedure. In 2006, the pt received a hemodialysis treatment. During this treatment, blood presure and heart rate increased. Dialysis stopped at 1327. At 1808, the pt developed a ventricular rhythm and then went into cardiac arrest. Work up of pt found pt developed hemodialysis. Hgb drop from 8.6 to 5.9. Suspected to be secondary to dialysis. This facility was contacted and a verbal report was received from rn mgr. Reportedly, the pt did complete dialysis, and many hours later arrested. Also reported was this pt had many medical problems that were cardiac related and also involved the liver. The pt was given a transfusion for this event and stabilized out. We are not sure if any of this was hemolysis, the rn stated, there was no mistaking the dialyzer and lines, as they were yellow. The rn stated the pt recently had a cabbage procedure, and just proceeded to have a worsening medical condition. The rn stated this pt died six days later. According to the rn mgr, the cause of death was not identified on the death report. The rn also verbalized that she feels that this event is not related to the dialyzer. All the treatment lines and dialyzer were saved, however, the facility will not release.